Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope needed an angle adjustment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the plastic distal end cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the bending angle in the up direction did not meet the standard value due to wear of the angle wire and the play of the up / down knob was out of the standard value due to wear of the angle wire. The device evaluation found that the plastic distal end cover had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair, the customer did not know what the foreign material may have been. There was no delay in the start of pre cleaning, the customer did not presoak the endoscope in the detergent solution, the customer wiped / brushed the distal end with clean lint-free cloths / brushes / sponges, and there were no concerns about the reprocessing. Additional findings include the following: the adhesive on the bending section cover had a chip / crack / white-clouded area, the scope connector was deformed / had discoloration, the adhesive around the objective lens had a white-clouded area, the adhesives around the light guide lens had a white-clouded area, the plastic distal end cover had a burn, and the connecting tube had a scratch. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.